Manufacturer narrative:
Product analysis: analysis confirmed that the ventricular output connector was broken. It was also found that two encoder shafts and two knobs were rusted. The keypad window was scraped. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector block on the external pulse generator (epg) was broken. The epg has been returned for service. There was no patient involvement.